Manufacturer narrative:
(B)(4). The customer reported a failure to power up. No adverse pt impact was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure to power up. No adverse pt impact was reported.